Event description:
Report received from USA stating that the device does not function. It is known that the event did not occur during surgery. It is also known that there was no pt or user injury or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).